Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 14-mar-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded hydromorphone (unknown dose and concentration) and compounded bupivacaine (unknown dose and concentration) via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported on (B)(6) 2019 the patient reported new, intermittent episodes of numbness and weakness that they described as intense. The patient reported it starts in the right lower extremity and radiates to her right low back and right hip. The patient reported the symptoms subside and return without warning. Additionally, the patient reported increased pain at the catheter tip and in their right lower extremity. On (B)(6) 2019 the patient reported intermittent episodes of "typical" withdrawal symptoms. The patient was scheduled for a catheter revision. On (B)(6) 2019 the patient reported symptoms worsen with personal therapy manager (ptm) activations. On (B)(6) "219" other surgical intervention occurred where the catheter was spliced, replacing the spinal segment. Surgical observation revealed a catheter tip occlusion. The outcome of the event resolved without sequelae on (B)(6) 2019. The device diagnosis was catheter occlusion and the clinical diagnosis was intermittent episodes of numbness and intermittent opioid withdrawal. The patient's baseline weight was not measured. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the site did not provide the status of the catheter. No further complications were reported/anticipated.